Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous left anterior tibial artery. Utilizing the ipsilateral approach, the 1.5mm x 20mm sterling over-the-wire balloon dilatation catheter was inserted and advanced to the lesion. Upon the first inflation, the balloon ruptured at 14 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as 'good'.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous left anterior tibial artery. Utilizing the ipsilateral approach, the 1.5mm x 20mm sterling over-the-wire balloon dilatation catheter was inserted and advanced to the lesion. Upon the first inflation, the balloon ruptured at 14 atmospheres. The procedure was completed with a different device. There were no patient complications reported and the patient's condition is reported as 'good'.

Manufacturer narrative:
Device evaluated by MFR: microscopic inspection of the returned device presented no damage or irregularities. The balloon was inflated to 14 atms for approximately 5 minutes. The device held pressure and no leaks were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is `not confirmed¿ as the device revealed no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).